Manufacturer narrative:
Qn#(B)(4) the customer returned one s-l catheter for analysis. The luer hub was not returned for analysis. Definite signs of use were observed within the extension line and on the catheter body. Visual analysis revealed that the extension line was completely separated towards the luer hub. The separation point appeared jagged and uneven and the extension line appeared slightly pinched. The extension line outer diameter measured 2.176mm which is within the specification limits of 2.13mm - 2.21mm per the extension line product drawing. The extension line inner diameter could not be accurately measured due to the damage. Functional testing could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The customer report of a separated extension line was confirmed through the complaint investigation. The luer hub was not returned for analysis. Visual analysis revealed that the extension line was completely severed towards the luer hub. Despite the damage, the catheter met all relevant dimensional requirements , and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Without the entire catheter returned for analysis, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: corrected data:

Event description:
The report states the tip of the catheter extension tubing was broken during treatment. Patient condition reported as fine. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The report states the tip of the catheter extension tubing was broken during treatment. Patient condition reported as fine. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.